Event description:
Doctor was performing a laparoscopic myomectomy and using the ethicon harmonic ace +7 laparoscopic shears, when the device failed. The device was activated and would start and stop throughout the activation phase. The device was removed from service and replaced with a new device.